Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 300 mg/dl. The customer stated that she had to change the infusion set three times due to bent cannulas. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct time and date programming. The insulin pump failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.